Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they had knee replacement surgery on (B)(6) and since then their urinary ur gency symptoms had been through the roof. The patient said they were trying to link the handset to the device but it was telling them it couldn't do it. The agent walked the patient through connecting the handset and communicator to the implant. The patient was able to successfully connect and change programs. The patient mentioned during the trial they didn't feel the stimulation in their pelvic floor, but now they felt the outer lips of their vagina vibrating. The agent reviewed stimulation expectations. The patient will change stimulation level and will continue to track symptoms. The caller stated that the healthcare provider they were seeing and they were unsure who they were going to start seeing as a follow up. The agent offered physician listings but the caller declined at this time.